Manufacturer narrative:
Sections with additional information as of 19-nov-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 01-sep-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated that after the initial call she had contacted two of her doctor's, and that both had instructed her to go to the emergency room. Customer went to the emergency room on (B)(6) 2020 where customer's blood glucose test result was 660 mg/dl. Customer was dehydrated, was given an IV fluid, and insulin via IV. Customer stated she was given two anti fungal medications, one of which is fluconazole. Customer stated she remained at the hospital for 8 hours before being discharged when her blood glucose test result was 300 mg/dl. At the time of the call the customer had stated she was still extremely thirsty. Note: manufacturer contacted customer in a follow-up call on 04-sep-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved and she did not currently have any diabetic symptoms. No further medical attention was reported. Customer had performed a blood test that day using the truemetrix meter and had obtained a result of 180 mg/dl fasting. Note: manufacturer contacted customer in a follow-up call on 04-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated she received the replacement products but has not used them yet. Several follow up calls were made to verify replacement products are working as intended - unable to contact customer. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error and hi blood glucose test results. At the time of the call the customer reported symptoms of frequent urination, and excessive thirst. Customer also stated that in the evening the last few days she has had slurred speech; customer stated the slurred speech could be related to diabetes or multiple sclerosis. Customer also states she has had an infection for a week in a half. Customer stated she was going to call and her doctor and declined to continue troubleshooting. No further information was able to be obtained.